Manufacturer narrative:
(B)(4).

Event description:
The international manufacturer's service technician reported a capacitor on the central processing unit pcba had shorted. There was no patient involvement.